Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose value was 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The device will be returned for analysis.

Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm confirmed during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.